Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization in the left internal iliac artery (iia) using pod4 coils. During the procedure, the physician inserted another manufacturer's angiographic catheter into the patient so that the tip of the catheter would reach the distal portion of the left iia. The physician then advanced a px slim delivery microcatheter (px slim) through the angiographic catheter and attempted to advance a pod4 coil through the px slim. After advancing approximately ten centimeters of the pod4 coil into the px slim, the physician encountered resistance and was unable to advance the coil further. Thereafter, the pod4 coil was retracted back into its introducer sheath and another attempt was made to advance the coil through the px slim but was unsuccessful. Therefore, the pod4 coil was removed and the procedure was completed using a new pod4 coil and the same px slim. It should be noted that the physician did not use a rotating hemostasis valve (rhv) but did flush the px slim between each coil used. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock on the proximal end of the pod4 pusher assembly was intact. The pusher assembly was slightly bent approximately 80.0 cm from the proximal end. The pusher assembly was inadvertently kinked by the penumbra investigator during evaluation. The embolization coil was intact with the pusher assembly. The outer diameter (od) of the embolization coil was measured and found to be within specification. Conclusions: evaluation of the pod4 revealed that the od of the pod4 embolization coil was within specification. Further evaluation of the pod4 revealed that it could be successfully cycled in and out of a demonstration px slim without issue. The root cause of the resistance during advancement of the pod4 could not be determined. Further evaluation revealed that the pod4 pusher assembly was slightly bent. This damage was likely incidental and may have occurred due to improper handling during packaging of the device for return. The px slim mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.